Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Dr. (B)(6) revised a mako hip that was originally done on (B)(6) 2013. It was a mako restoris cup/liner with a corin mini stem/head. The patient was approximately 1cm short and had been dislocating. Dr. (B)(6) exchanged the liner from a 58/36 neutral to a 58/40 high wall. He also exchanged the corin head. Right hip.

Manufacturer narrative:
An event regarding dislocation involving a ace linr-e-poly neut-36/58-60 implant was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient medical records were provided. Further information such as operative reports, dated x-ray images, patient history and follow-up notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a mako hip that was originally done on (B)(6) 2013. It was a mako restoris cup/liner with a corin mini stem/head. The patient was approximately 1cm short and had been dislocating. Dr. (B)(6) exchanged the liner from a 58/36 neutral to a 58/40 high wall. He also exchanged the corin head. Right hip.